Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was found dislodged during routine follow up. The physician attempted to retract the helix and use the existing lead to reposition, but it was stuck in the extended position. Additional information from the sales representative indicates this lead also exhibited loss of capture and sensing issues, and that lead dislodgement was confirmed using x-ray and fluoroscopy. Subsequently, this lead was explanted and successfully replaced for a new lead. No additional adverse patient effects. The product is not expected to be returned for analysis.